Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a fall which resulted in a broken leg and was also suffering from a middle ear infection which was treated with antibiotics. The parent does not believe there was any impact to the head. Patient will be seen again to discuss possible re-implantation.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported accident might have weakened the fixation of the active electrode and could be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had a fall which resulted in a broken leg and was also suffering from a middle ear infection which was treated with antibiotics. Parent does not believe there was an impact to the head. The patient has been re-implanted.